Event description:
The instrument leaked current and arced during a case. The surgeons removed the instrument and completed the case with a replacement instrument without further incident. No patient harm, adverse outcome or injury was reported.